Event description:
The device was recived for service. During service testing, failure code 570:320 was found in the event history. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.